Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch fill be filed. (B)(4).

Event description:
It was reported that during a thrombosis treatment procedure removal difficulties occurred. Access was obtained via the patient's existing tpa infusion catheter in the right internal jugular vein. The target lesions were clots located in the patient's right femoral, right external iliac, right common iliac and popliteal veins. The patient also had clot noted in the inferior vena cava. A non-bsc .035 180 cm guide wire was advanced through an unspecified 7fr sheath. A (B)(4) was advanced across the wire to the right femoral vein. The balloon was inflated to 8 atms for 30 seconds 4 times. The balloon was inflated one additional time to 8 atms for 1 minute. The balloon was fully deflated. During withdrawal, difficulties were encountered in that the balloon became caught in the internal jugular vein and was unable to be removed. The patient went to surgery later the same day where the balloon catheter was removed. The tpa infusion catheter remained in place. No additional patient complications were reported and the patient's status is fine. 14 days later, a chest CT scan revealed right internal jugular thrombosis.